Event description:
It was reported that during a clinic visit, the implantable cardioverter defibrillator (ICD) system was observed to exhibit high out of range shock impedances measuring greater than 125 ohms. The health care professional (hcp) called technical services (ts) and requested further review of the stored device data. Ts reviewed the stored impedance measurement reports and confirmed that the rv lead shock impedance measurements were recorded to be high out of range the past 12 months. Ts recommended for the hcp to perform a defibrillation threshold (dft) test to further evaluate the ICD and rv lead. Subsequently, the hcp performed the dft test and reported that the testing had failed and had to be externally rescued. The hcp also noted that the ICD device had received a code 1005 alert that indicated an open circuit condition. Ts discussed with the hcp and recommended for the ICD and rv lead to be replaced. At this time, there is no indication of a surgical intervention, the ICD and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, the implantable cardioverter defibrillator (ICD) system was observed to exhibit high out of range shock impedances measuring greater than 125 ohms. The health care professional (hcp) called technical services (ts) and requested further review of the stored device data. Ts reviewed the stored impedance measurement reports and confirmed that the rv lead shock impedance measurements were recorded to be high out of range the past 12 months. Ts recommended for the hcp to perform a defibrillation threshold (dft) test to further evaluate the ICD and rv lead. Subsequently, the hcp performed the dft test and reported that the testing had failed and had to be externally rescued. The hcp also noted that the ICD device had received a code 1005 alert that indicated an open circuit condition. Ts discussed with the hcp and recommended for the ICD and rv lead to be replaced. At this time, there is no indication of a surgical intervention, the ICD and rv lead remain in service. No additional adverse patient effects were reported. Subsequently, additional information was received that reported that the ICD and rv lead were explanted and replaced with a new device and lead. No additional adverse patient effects were reported.